Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump alarmed displayable history crc check failed on startup. The customer was able to clear the alarm. Explained the alarm to the customer as well as possible causes of the alarm. Explained that the alarm was normal insulin pump behavior. The customer stated that they changed the battery two weeks prior to the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.